Event description:
It was reported that the patient presented for an implant procedure. During the procedure, it was noted the right ventricular (rv) lead was unable to implant and exhibited helix extension failure. The rv lead was not used and replaced. The patient was in stable condition throughout the procedure.